Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/29/2014 with the following findings: the reported event could not be adequately investigated due to the occurrence of a cs-007 call service alarm during the execution of a 24 hour basal program. Cs-078 and eaw-128 fxxx alarms, which are potentially related to the reported event, were observed in the black box data. The pump emitted a high-pitched sound when it was powered on. The pump case was removed, and corrosion was found on the printed circuit board and motor flex/connector. Unrelated to the reported event, the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.